Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The adapt tool indicated abnormal behavior of the lithium backup battery loaded vlith voltage as shown on the power management graph and confirmed low battery and power loss alarms due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now or battery failed alarms noted. The insulin pump was received with the case cracked behind the pump at the corner of the belt clip rails and cracked battery tube threads. (B)(4).

Event description:
Information received by medtronic indicated that, there were issues with the battery power of the insulin pump. The insulin pump had replace battery now alarm and also had low battery alert before replace battery now alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.